Event description:
Customer's grandmother reported a no delivery on her grandson's insulin pump. Customer's blood glucose is 249 mg/dl. In troubleshooting, insulin exited the tubing during a fixed prime. The cannula was bent. There appeared to be some white substance at the end of the infusion set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.